Manufacturer narrative:
Sections with additional information as of 06-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause was changed from "mlc-18: user has high glucose value" to "mlc-20: user's test strip had poor storage".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display and high blood glucose test results. The customer is concerned with tests results obtained of 292, 503, hi and 210mg/dl. The expected fasting blood glucose test result range is below 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was performed (using new, correctly stored, strips) by the customer and produced test results of 522mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 07/30/2021 and open vial date is 01/31/2020. The meter memory was reviewed for previous test result history. (B)(6).